Event description:
Customer reported being hospitalized for low blood glucose levels. Customer was found by spouse unconscious. Spouse called medical response team customer's blood glucose was in single digits. Troubleshooting was performed and pump appeared to be functioning properly.